Manufacturer narrative:
Additional information: according to the information received from the field a revision surgery is planned due to a post-operative migration of the active electrode out of cochlea. Further the implant coil migrated from its intended position. No date for revision surgery has been scheduled yet.

Event description:
The recipient responses with the device are significantly reduced as compared to the contra-lateral side which was implanted on the same day. Re-insertion is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient responses with the device are significantly reduced as compared to the contra-lateral side who was implanted on the same day. Re-insertion is considered.